Event description:
Physio-control's sales representative received a device and observed an out of box failure. The device would not power on with known good batteries. There is no pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control is anticipating the device return for eval. Physio continues to investigated the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.